Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that six days following an intraocular lens (iol) implant procedure, a patient experienced blurred vision. The patient developed a slight uveitis reaction requiring steroid treatment every two hours for three days. The condition improved and now the vision is 20/20. There were no cultures performed. Additional information has been provided indicating that the patient had a complicated cataract. The pre-existing ocular conditions of the left were high myopia and subluxation of the lens. The patient received laser-assisted phacoemulsification and iol implantation (abnormal lens surgery). The patient left the hospital the following day and the conditions of her eye had been cured.